Event description:
Patient's carefiver called to notify us that one of pt's cassettes this morning caused repeated high pressure alarms, while he was trying to prime the pump. Noted that the cassette and tubing seemed ot have an increase in air in the line when changed cassettes, like it was drawing air in from somewhere.